Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that this video scope had exhibited flickering, fuzzy picture and black screen during a preparation for laparoscopic appendectomy. The procedure was prolonged by a few minutes and was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. Corrected fields: d2a, h6 (component code). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: minor scratches on distal edge. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. The likely cause of minor scratches on the distal edge found during evaluation was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that this video scope had exhibited flickering, fuzzy picture and black screen during a preparation for laparoscopic appendectomy. The procedure was prolonged by a few minutes and was completed using the same set of equipment. There were no reports of patient harm.